Event description:
It was reported that a pump displayed an altitude alarm, leading to a suspension of the customer's insulin. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to remove any obstructions from the speaker holes, clean them with a soft bristle brush and lint-free cloth, and reconnect the cartridge to the pump. After these steps, insulin was successfully resumed, and the pump returned to normal operation without any recurrence of the alarm. Technical support provided tips to prevent future altitude alarms, which the customer acknowledged.